Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined as the suspect product was not returned for investigation. The returned meter and reference meter were tested with the current masterlot of strips. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned meter and the retention meter meet the specification.

Manufacturer narrative:
.

Event description:
The husband and wife called complaining of multiple questionable results for each of them. They are using the same coaguchek xs meter (serial (B)(4). The original questionable results were called to the doctor and both the husband and wife had laboratory tests done. Of the data provided, the wife's result was erroneous. She had a result of 4.5 inr on the meter at 8:00 am. At 10:00 am she had a venous draw done at the laboratory and the result was 3.1 inr. It was stated that the laboratory uses the dade innovin reagent. There was no medical treatment or medication changes that were done based on the meter result. Her doctor increased her warfarin dosage base on the laboratory result. The customer's therapeutic range is 2.0-3.0 inr. She is not on any heparin or direct thrombin inhibitors. She does not have any antiphospholipid antibodies. It was stated that she has lots of medical problems and she does not feel well presently due to a bad lung condition. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206464-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.